Event description:
It was reported that unspecified quantity of novum iq large volume pumps stopped after a downstream occlusion alarm and would not auto restart. This was observed during an unspecified process step. The customer was provided with instructions on how to update the programming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) of the devices were unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.